Event description:
Info received indicates, the right siderail will not latch.

Manufacturer narrative:
The technician found dried fluids in the siderail center arm. The technician cleaned and reassembled the siderail center arm to repair the bed.